Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was sent to the supplier for evaluation. The supplier reports indicate: the plastic manifold of the device is damaged the suction tube of the device does show signs of use, with dried saline visible. No visible damage to handle or plug. Electrical testing was performed primary capacitance and the return continuity tests passed. The active continuity and hipot tests failed. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. Activation testing was done and the ablate and coag tests failed. The generator displayed an ¿output shorted¿ message. This complaint can be confirmed. Previous one piece lps electrodes (s90) seen which exhibit a similar failure mode including output shorting, manifold melting, sparking and arcing during a surgical procedure have been further investigated through cap-101379 which was closed in april 2018. Please refer to cap-101379 investigation closure report attachment. The complaint failure mode has been reviewed against the systems risk assessment document, which has been recorded in the spreadsheet ¿generator output short error due to insulation failure at distal tip¿. This failure mode is predicted to lead to either a delay or cancellation of procedure, and severity negligible & minor respectively. The currently probability level is ¿probable¿ (<10¯3 and =10¯4 ). A review of our complaint records over the last 12 months to assess the frequency of this defect shows this device to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rate will continue to be monitored through standard complaint review channels. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaints is required. As detailed in control plan, one piece lps electrodes are 100% inspected for functionality as part of their product test regime therefore all reasonable containment is in place. A manufacturing record evaluation was performed for the finished device [u1808169] number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [u1808169] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The expiration date is unknown.

Manufacturer narrative:
UDI: (B)(4)incomplete. The expiration date is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate that the vapr s90 4.0mm w/integr hdp -ea is faulty. The electrode sparked inside the patient´s shoulder during surgery on (B)(6) 2019. The procedure was successfully completed without any fragments generated. This is report 1 of 1 for complaint (B)(4).